Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to clinic for dft testing. The patient had decreased r-wave amplitudes. All post dft testing was within normal ranges. Patient will be monitored with routine follow-up.